Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "no video/error message, scope not connected communication" involving pentax video colonoscope model ec34-i10l, serial number (B)(4). The customer stated when connected to processor msg saying scope not supported. Additional information was provided by the sales rep on 15-sep-2021 stating the user reported the issue occurred during pre-inspection check in the operating room, prior to use. The facility follows ifus. There was no report of serious injury, delay in procedure or required medical intervention. The customer owned endoscope was received by pentax medical for evaluation on 10-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint as the image was intermittent and the technician also documented the following inspection findings: image intermittent, passed dry leak test, passed wet leak test, control body grip scratched, pve connector housing scratched. Ccd circuit board corrosion was also found during additional inspection. The endoscope was approved by final qc on 18-sep-2021 and was delivered to the customer under delivery order (B)(4). Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.